Event description:
It was reported that left hip revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to aseptic loosening of the femoral component. During the revision the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implantation report, there was micro-motion at the femoral head and the final diagnosis was aseptic loosening. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique or other findings that could explain the reason for the revision. Without the mentioned microscopic study, x-rays and the device available for analysis, the reason for the aseptic loosening cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.